Manufacturer narrative:
It was reported that the battery would not hold a charge when connected. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing due to a partially lifted cell weld in the cell pack. This finding caused the battery's cell pack to not provide the sufficient voltage, which rendered the battery unable to provide adequately provide charge. The most likely root cause of the reported event can be attributed to a lifted cell weld. An internal investigation has been opened by the supplier to evaluate the lifted cell tabs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(6). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient complained about their battery ((B)(4)) not holding charge. The patient denies any overt damage to the battery, and denies any alarms associated with this issue. The battery was exchanged successfully with no reported patient impact or consequences.